Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009: patient got admitted in hospital with the following pre-op diagnosis: lumbar stenosis at l4-l5. Spondylolisthesis at l4-l5. Low back pain. Patient underwent transforaminal lumbar interbody fusion (tlif) surgery, with the help of titanium 5.5 rod system, cage, autograft bone plus rhbmp-2/acs and bone graft. Per op-notes: "we finished decorticating the end-plate of the disk space at l4, l5, put in 3 pieces of rhbmp-2/acs and we impacted the 9 mm x 25 cage into position and then packed in autograft behind that... Then, we had a bore burrito with 1 piece of rhbmp-2/acs on each side and then I wrapped the bone graft matrix with rhbmp-2/acs and put that on the right side as this was the non-tlif side...then we put in our pedicle screws at l4 and l5 using 6.5 x 50... We then put our rods unto the pedicle screws, our set screws and a low profile crosslinker...complications were reported." (B)(6) 2009: patient got discharged from the hospital. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.